Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04717. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were replaced. Therapy was restored.